Event description:
A third-party service agent reported to a physio-control service representative that the customer's device during preventive maintenance displayed the message: "cable not connected", meaning that defibrillation therapy may not be delivered when necessary. There were no event codes logged in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.